Event description:
The rotator broke during use. Lot number of broken device is unknown. No harm or injury was reported.

Manufacturer narrative:
Device evaluation: the suspect device has not been returned for evaluation/investigation. The customer reported, three (3) different potential lot numbers for the failed device. F756929, expiration date- 11/30/2012, manufacturer date- 11/2009. F773726, expiration date- 01/31/2013, manufacture date- 1/2010. H101311, expiration date- 02/28/2013, manufacturer date- 02/2010. A follow-up report will be submitted when the evaluation is completed. H6. Evaluation codes: conclusions: other, a follow-up report will be submitted when the evaluation is completed.